Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added for both the events. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a (B)(6) female patient who experienced injection site pain and had injection site effusion after receiving treatment with synvisc one. No concomitant medications or concurrent conditions were reported. On an unknown date in 2014, the patient received an injection of synvisc one in the right knee and the tolerance was good. On (B)(6) 2015, the patient received treatment with intra-articular (latero external sus patella)synvisc one injection once (second injection) (dose, batch/lot number and expiry date: not provided) in the right knee for degenerative arthritis of knee (diagnosed in 2013). It was reported that synvisc one was at room temperature and no physical activity was performed after the injection. Further reported, no previous puncture was performed because the knee was dry. On (B)(6) 2015, 02 days after synvisc one injection, the patient experienced injection site pain and injection site effusion. On her physician's advice, the patient stayed at rest and put ice on her knee. On an unknown date, 40 ml of liquid was aspirated from the joint and unspecified infiltration was performed, the context strongly suggested that it was an injection of a corticoid (unspecified) in the joint. It was reported that three weeks later pain persisted. Outcome: not recovered/not resolved for both the events. (B)(6) imputability: (B)(4)

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Additional information was received on (B)(6) 2015. Ptc results were added and the text was amended accordingly. Additional information was received on (B)(6) 2015 from a physician. This case initially considered as non-serious was upgraded to serious as a seriousness criterion of required intervention was added for both the events. Additional event of injection site pain with details was added. Start date of the suspect product was updated from (B)(6)-2015 to (B)(6)2015. Indication for the suspect product was added. Start date for the event of injection site pain was updated from (B)(6) 2015 to (B)(6)2015. Outcome for the event of injection site pain was updated from unknown to not recovered. Text was amended accordingly.